Manufacturer narrative:
H3) a software analysis was performed. It was determined that there was insufficient information to determine the cause of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the manufacturer representative (rep) booted up the system and waited for both screens to be on the same page. The rep then attempted to put in the password and it would go to a black screen and become unresponsive. Rebooted twice and then was able to login. Issue intermittently occurred while in application, as well where it would become unresponsive. The ssd was replaced within a year. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403r, serial/lot #: unknown ; product ID: 9736411r, serial/lot #: unknown; product ID: 9735818, serial/lot #: unknown; product ID: 9735737, serial/lot #: unknown h6: multiple annex g codes were coded for this event. (B)(6) was coded for the cmptr (B)(6) pcoip upgrd kit s8 rfb and ssd (B)(6) 2.5in s8 2.0.x duped rfb. (B)(6) was coded for the I/o (B)(6) panel assy-dual cart (B)(6) was coded for the sw kit (B)(6) cran EU-e. Multiple annex a codes were coded for this event. (B)(6) was coded for the black screen. (B)(6) was coded for being unable to access the software. (B)(6) was coded for the system becoming unresponsive. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736403, serial/lot #: (B)(6), product ID: 9736411r, serial/lot #: (B)(6). H2-3): a manufacturer representative went to the site to test the imaging system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19. D15. H2-3: the input/output panel was returned to the manufacturer for evaluation. After functional testing and physical/visual examination, the reported issue was not confirmed. The results of the analysis concluded, that no failure was found. Codes: b01, c19. D14. H2-3): the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded, that no failure was found. The computer was fully functional. Codes: b01, c19, d14. H2-3) the solid state drive was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded, that no failure was found. Found an application, that was previously installed, and it functioned normally without failure. S.m.a.r.t data self-test reported, no errors on the drive. Codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.